Manufacturer narrative:
Additional information provided in block h6. Correction to block e1. Block b3: exact date unknown, event occurred in october 2024.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a stroke. No further information was able to be obtained despite three good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2024.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a stroke. No further information was able to be obtained despite three good faith efforts.